Manufacturer narrative:
Eval summary: all lots of this device are being recalled, please reference removal report for add'l info. Eval: as returned, the spring clip is fractured. Device history records indicate all components were mfg and inspected to spec.

Event description:
It is reported that the impactor broke while impacting the femoral component.